Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s device was no longer working and hadn¿t worked in years. They did not have any additional details in regards to this event. No symptoms were reported. The event date was asked but was unknown (¿years¿). No further complications were reported/anticipated.